Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that ra lead noise noted on ra channel of a atr - also noted a dip in impedance from 600 to 400 ohms starting in (B)(6) 2019. Patient was usually in afib, so they never noticed this before. Noise looks mechanical in nature. They will be scheduling a device replacement due to eri and will address the ra lead also.